Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced slight loss of tremor control and potential speech issues. Patient reported approximately three weeks ago while he was aligning his table saw, which included a magnet the size of a deck of cards, he experienced an odd sensation and subsequent slight loss of tremor control and worsening speech. No impedance check was done, as patient rep stated the patient did not like the sensation during an impedance check in the past. Rep will see the patient on 4/23/26. Patient rep stated she increased the ma by .3 bilaterally.